Event description:
Swollen knee, knee effusion, knee redness, knee pain, sensation of heat. Information was received on 22 march 2007 from a physician regarding a female patient with a med history of previous treatment with synvisc who experienced swollen knee, knee effusion, knee redness, knee pain and sensation of heat. The patient began a treatment with synvisc two months earlier. The patient received her first and second injections of synvisc into her unknown knee(s) the same day and eight days later. The next day, after the second injection, the patient experienced a swollen knee, knee effusion, knee redness and sensation of heat. , the following month, synvisc injection was temporarily interrupted and events abated after stopping administration. A week later, synvisc injection was restarted and the events reappeared. Six days later, the patient experienced knee pain as well. Three days later, knee puncture fluid microbiology test showed no bacteria in the effusion. The patient was treated with dexamethasone 16 mg intra-articular on the same day. The following month, the patient received triam 40 (triamcinolonacetonid) 1 amp. Intra-articular. Concomitant medication included ciprofloxacin. The patient had recovered without sequelae on the same day. The physician assessed the intensity of the adverse events as moderate. The relationship between the adverse events and synvisc was assessed as probable per the physician. Manufacturer's comment: synvisc is administered by intra-articular injection once a week (one week apart) for a total of three injections. Dexamethasone 16mg i.articul. In 2007. Triam 40 (triamcinoloacetonid) 1 amp.i.articul. One week later.